Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The physician elected to replace the cardiac resynchronization therapy defibrillator (crt-d) as it is included in the subpectoral implant 2009 advisory that was initially communicated on 12/01/2009. There were no additional adverse effects reported.

Manufacturer narrative:
All available information indicates this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.